Manufacturer narrative:
Additional information was received that the patient's symptom was back pain. The physician believed that the pain was not device related.

Event description:
A report was received that the patient's symptoms worsened for an unknown reason. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16114071, description: next generation anchor kit sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's symptoms worsened for an unknown reason. The patient underwent an explant procedure. No device malfunction was suspected.